Manufacturer narrative:
D10: 02-012-44-2511 - logic tibia implant psc insert, sz 2.5, 11mm (B)(6). 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 (B)(6). 200-02-35 - three peg patella 35mm (B)(6). H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01311. The revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the tibial component and the bone, which led to aseptic (non-infected) tibial loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear, osteolysis, and tibial loosening could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report 2 of 2 for this event. As reported, the patient had an initial right total knee arthroplasty. Subsequently, three (3) years, ten (10) months later, the patient underwent a right knee revision of the tibial components. The patient was last known to be in stable condition following the event. Images of the explants were provided and pre-operative radiographs were provided. No additional clinical information was provided.